Manufacturer narrative:
The product involved in this event has not been returned to date to allow for an analysis to be performed, however, the logs were received. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 new information is obtained.

Event description:
The customer reported that the central nurse's station failed to perform as intended by having alarm failure. Per the customer, "the patient had a 3.36 second rr / asystole and the device never alarmed." No consequence or impact to patient.